Event description:
The complaint in the EU reported that patient has been treated for acute myocardial infarction / cardiogenic shock and received hemodynamic support from an impella cp pump. Continuous suction alarms have been reported. The user checked the impella position using fluoroscopy, and volume status of the patient has also been found acceptable. The impella device removed and replaced with a new impella cp pump. Patient support continued without further issues.

Manufacturer narrative:
The investigation into the reported low pump flow has been completed. The pump was returned for investigation. Data logs were not provided. During investigation, biomaterial was observed on the impellor. The pump ran as expected during functional test after removal of biomaterial, at the bench level. The root cause of the low flow issue was determined to be due to the biomaterial found on impellor. A risk assessment was performed, and no escalation is required at this time.